Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. Pulminary vein isolation (pvi) and posterior wall (pw)ablation were performed, and when doing post map of the la, the physician noticed there was blood in the flush port of the faradrive, so she aspirated and flushed it to be safe. Then it was noticed again and that there was blood slowly dipping from the valve of the sheath. This was the first time during the procedure that it was doing this. Biosense's octaray was in the sheath doing the post map. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.